Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the 90% stenosed, concentric, heavily calcified, moderately tortuous, distal right coronary artery (rca) with a vessel diameter of 2.5 mm and lesion length of 40 mm a non-abbott guide wire crossed the lesion; a balance middleweight (bmw) elite ii guide wire and non-abbott guide catheter (gc) were to be exchanged with the guide wire. The bmw elite ii and the gc were advanced to the lesion but the gc got stuck at the tip of the guide wire and the guide wire tip separated. The gc was left in place and the bmw elite ii was removed separately from the anatomy. Outside the anatomy the tip was noted to have tip coils stretched. A new guide wire was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.